Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash on their back from the lifevest equipment. Patient reports having a nickel allergy. There was no alleged device malfunction contributing to the irritation. The patient reports reaching out to physician's office and they instructed the patient to periodically remove the lifevest. It is unclear if the recommendation was given by a medical professional. Reporting out of abundance of caution. Outcome of skin irritation is unknown.